Event description:
Facility reported that compounder omitted adult mvi from the final bag. The omission was noted by the technician and was added manually. No adverse events were reported related to the issue.